Manufacturer narrative:
The received device had the cannula assembly deployed. Inspection of the fluid path found the exposed portion of the soft cannula bent. Although this damage was observed, it cannot be determined when or how this damage occurred. No evidence was found that would indicate adhesive issues occurring. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Blood glucose readings: chapter 4 / page 56; warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient's blood glucose levels reached over 400 mg/dl after wearing the pod between less than 4 hours. Patient also reported leakage and adhesive issues with the pod. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent. As treatment, a manual injection of insulin was delivered and a new pod was applied.